Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) never changed color and remained in a black and white state, making it impossible to achieve the state of strike-plugging. In order to avoid the risk, the operator could only withdraw the blocker and stop the patient's bleeding by manual pressure. There was no injury to the patient and no other adverse reactions. After the procedure was completed, the femoral artery was blocked according to specifications when using our ex700 7f blocker. After the pulsatile blood flow stopped, the blocker continued to be withdrawn. The client underwent a vertebral artery dilatation and stent implantation. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 7f exoseal vascular closure device (vcd) never changed color and remained in a black and white state, making it impossible to achieve the state of strike-plugging. In order to avoid the risk, the operator could only withdraw the blocker and stop the patient's bleeding by manual pressure. There was no injury to the patient and no other adverse reactions. After the procedure was completed, the femoral artery was blocked according to specifications when using our ex700 7f blocker. After the pulsatile blood flow stopped, the blocker continued to be withdrawn. The client underwent a vertebral artery dilatation and stent implantation. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18369901 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint indicator window-no change to indicator could not be confirmed. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.